Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after receiving a shock therapy from their implantable cardioverter defibrillator (ICD). Patient was concerned that their bluetooth device may have caused electromagnetic interference and triggered the therapy. After interrogating the device it was discovered that the right ventricular (rv) lead was t-wave oversensing (twos) post-sense, resulting in an inappropriate therapy, and not related to emi. The lead sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.